Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular (rv) lead was experiencing noise. The rv lead was capped and replaced with alternate rv lead on 05 apr 2023. The patient's condition was stable.